Manufacturer narrative:
(B)(4). Batch #: u5cr17. Investigation summary: the analysis found that one pcee45a device was returned with no visual non-conformances and without a reload present. In addition a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The test reload was placed and removed with no issues noted during functional testing. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a respiratory procedure, after a cartridge was replaced to the second one, it could not be loaded into the jaw. When the jaw was checked, it seemed some parts of the first cartridge was left on it. Another device was used to complete the case. There were no adverse consequences to the patient.